Manufacturer narrative:
Device analysis report attached. This report is submitted on may 6, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to pain at implant site. There are no plans to re-implant the patient with a new device as of the date of this report.